Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The operating currents are normal during our testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had received a motor error alarm twice. Customer had a blood glucose level of 500 mg/dl this morning. Customer received the motor error alarms during a basal. Customer was using the pump today at school. Customer's blood glucose levels are in the 200 mg/dl range. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer was assisted with getting the basal settings out and zeroing them. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.